Event description:
The facility reported to customer service, a pump that did not detect air in line (failure to alarm). This problem occurred during biomedical testing. There was no pt injury or medical intervention necessary. No additional info is available.

Manufacturer narrative:
The reported condition of a pump that did not detect air in line could not be confirmed or duplicated. Therefore, no correction to the device was made. The air sensor values for both fluid-filled and unfilled tubing were within range. The pump properly infuses at low and high rates, and it generates air alarms when an air bubble is introduced into the tubing. No problem with the sensing subassembly was found. The device was returned to the customer fully operational.